Event description:
(B)(4) registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the patient expired after an implant duration of approximately 3 weeks. Unfortunately, the cause of death was not provided. Through follow-up, the health-care provider indicated that they were unaware of the patient's death, as he was transferred to an unknown facility. Unable to obtain any additional information. There have not been any allegations that the edwards valve caused or contributed to the patient's death.

Manufacturer narrative:
Device not returned.additional manufacturer narrative:unfortunately, no additional information could be obtained regarding the event as the patient was transferred to an unknown facility. There have not been any allegations that the edwards valve caused or contributed to the patient's death. The device history record (DHR) is currently in process.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections.